Event description:
A field engineer worked with technical support and determined that the grid default was set to out in 2d mode. The setting was changed and once this was completed the system was working as intended.

Manufacturer narrative:
As of the today the investigation is still in progress. A follow-up will be filed as needed.

Event description:
It was reported that known lesions were not enhancing correctly. No injury or misdiagnosis reported.